Event description:
The customer reported to olympus that the image was flickering while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to correct the device evaluation and DHR information in the finale legal manufacturer's final investigation. The customer's allegation was confirmed and was caused by a faulty cable. It is unknown what caused the cable to fail. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus that the image was flickering while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. No problem was detected with the returned device. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - if the endoscopic image unexpectedly disappears or the freeze cannot be released during an examination, immediately stop use and remove the endoscope from the patient in accordance with the warnings in "chapter 4: instructions for use. Continued use under such conditions may cause injury to the patient, bleeding, or perforation. - the following must be strictly observed: the endoscopic image may disappear unexpectedly during the examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7pro (visera pro video system center) when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the image was flickering while using the camera head. There was no patient harm associated with the event.